Event description:
It was reported that during a carotid stenting treatment procedure, the patient experienced bradycardia and cardiac arrest. The lesion being treated was located in the carotid artery. The physician used general anesthesia. The physician predilated with a non-bsc balloon catheter and deployed a filter wire. The physician inflated a 5.5 x 40mm x 135cm sterling balloon catheter in the target lesion before implanting an unknown carotid wall stent. Using the same balloon catheter the physician inflated the balloon to nominal pressure and bradycardia and cardiac arrest occurred. The physician performed cardiac massage and vasopressor. The patient recovered to a heart rate of 83 after approximately 10 seconds. The physician felt it may have been due to vagus nerve stimulation. The procedure was completed with a different device. No further complications were reported and the patient's status is fine.

Event description:
It was further reported that after the patient recovered to a heart rate of 83, a stop flow was noted on the angiography and the thrombosis was captured by the implanted filterwire ez. A non-bsc device was used to perform thrombectomy from the filterwire ez and then it was removed from the patient. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem: updated. (B)(4).